Manufacturer narrative:
Conclusion: unable to determine root cause. The information provided to q'apel does not state that a product malfunction occurred. An adverse event appears to have occurred but there is not enough information available to classify the device problem. Fg 00100-02, lot fg220811j-03 was not returned to q'apel.

Event description:
Retroactive reporting to the FDA of an incident that occured in the EU market (germany) on 07/08/2023 . Q'apel medical became aware of the incident on 10-26-2023. Q'apel medical filed an mir report on 11/10/2023. Reason for complaint: dissection after using walrus. In an email from (B)(6) (cmo) and (B)(6) dated 10/31/2023, 3 cases from the same hospital and attending physician were reported to q'apel quality. Case 2 preliminary information was communicated to q'apel quality on 10/31/2023. Unclear, at the time of the complaint open date, if the patient required medical intervention. "Dissection after using walrus". M2 closure on the right. When the walrus advances to the entrance of the pelvic bone, asystole, after withdrawal spontaneous rhythm again, but persistent atrial fibrillation. Especially small dissection in the proximal cervical aci without hemodynamic relevance. (B)(4) will report findings for case 2 as documented in emails and physician's reporting notes.